Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual sample is a suture with attached needle (approx. 35 cm) and a short suture piece (approx. 2cm). The suture ends show broken ends. The suture shows flattened spots near the broken area. It seems to be caused by handling. The test result (knot pull) of this actual suture meet requirements.

Event description:
It was reported that a patient underwent a total hysterectomy bilateral salpingo oophorectomy procedure on (B)(6) 2011 and suture was used. The suture snapped when the surgeon was suturing the broad ligament. Another like device was used with no adverse patient consequences reported.